Event description:
It was reported that a patient¿s new fsl3+ sensor failed to pair and repeatedly displayed scan errors, and the cgm app remained connected to the prior sensor until the patient toggled cgm type settings and rescanned, after which the system connected to the new sensor; blood glucose was not affected, there were no alerts or alarms beyond the pairing error, and no hospitalization occurred. Symptoms included no adverse clinical effects. Outcomes included restoration of cgm function with the new sensor after reconfiguration. Investigation included review of cgm pairing status, guided app troubleshooting, phone restart, and rescanning attempts. Investigation of this case revealed that the cgm remained paired to the previous sensor and that correcting the configuration resolved the pairing failure without hardware intervention. It was concluded, based on previously established findings for similar reports, that the cause was user-interface or configuration error related to sensor pairing rather than device malfunction.